Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that their pump was shutting off last night and then again during the night. The patient stated that the battery cap came detached from the pump. Patient reported that the battery cap has stripped threads and the threads inside the battery compartment appear damaged, flattened. The patient reported a blood glucose (bg) of 360mg/dl with tiredness. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that the pump emitted replace battery alarms. This report is being made due to the alleged power (damage) issue.